Event description:
A pt reported swelling, redness and pain (in the upper right lip) 24 hrs after treatment with juvederm (unk formulation) in upper lip and nasolabial folds. The pt reported that the physician instructed the pt to take benadryl, prednisone, and keflex to treat the symptoms. The pt declined to provide the doctor's contact info or permission to contact the physician. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4).